Event description:
It was reported, that the pump showed error code 46510, during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
D9 date returned to manufacturer: 12/20/2024. H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, that the customer problem was duplicated. The pump displayed the error screen when started up, and the pump was found to have a delaminated downstream occlusion (dso) seal and separating upstream occlusion (uso) seal. The cause of the customer reported problem was contamination on the printed wiring assembly (pwa) board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, uso seal, and pwa board, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.